Event description:
Chair and delivery system (dental) has two major design flaws. 1. Closed system for water irrigant used in pts' mouths prevents hook up to central water system and thereby facilitates growth of molds and bacteria due to standing and stagnant water in system. MFR fails to provide info on how to disinfect and their design promotes these problems. Could be solved by allowing hook up to city water systems. 2. Suction unit design (saliva ejection) causes lines to kink and prevents lines from fully clearing with pt's saliva and blood. Prevents disinfection and definitely has cross contamination possibilities due to suck back by pts. MFR was notified but has failed on three attempts to answer or provide solutions to these problems.